Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this device delivered anti-tachycardia pacing (atp) to convert an arrythmia. After three attempts to deliver therapy via anti-tachycardia pacing (atp) the arrhythmia became fine and irregular and dropped below the therapy zone. Presenting electrogram (egm) showed atrial pace/biventricular ventricular pacing rhythm and capture could not be confirmed. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device delivered anti-tachycardia pacing (atp) to convert an arrythmia. After three attempts to deliver therapy via anti-tachycardia pacing (atp) the arrhythmia became fine and irregular and dropped below the therapy zone. Presenting electrogram (egm) showed atrial pace/biventricular ventricular pacing rhythm and capture could not be confirmed. No adverse patient effects were reported. The device remains implanted.